Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported that the exposed wires had sparked leaving a blister on her finger. The qe eval indicated that the customer's complaint could not be refuted. The eval did confirm exposed wires on the transformer's cord. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed that the wires were exposed on the cord of the transformer. A visual examination of the transformer revealed nothing unusual. The cord was detached from the transformer. Smoke, fire and sparking were not observed while the power supply was plugged in. There was a short in the dc cord. The resistance across the ac blades measured as 59.51 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that there was sparking from exposed wires. The customer also reported that the sparks had cause a blister on her finger.